Event description:
Additional information received reported the health care provider had not seen the patient since (B)(6) 2010. No further information was provided.

Event description:
It was reported that the pump was flipping all the way over completely, but was still providing the patient pain relief. The pump was subsequently replaced. The drug in the pump at the time of the event was not specified. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731 lot# serial# (B)(4), implanted: 2005-(B)(6), product type catheter product ID 8731, serial# (B)(4), implanted: 2005-(B)(6), product type catheter.